Event description:
Customer reportedly received results of 195 mg/dl and 99 mg/dl within 10 minutes on the same device. No symptoms of high blood glucose. No adverse event reported. No quality contols were used. Requested return of suspect device and replacement was sent.